Manufacturer narrative:
The anesthetics are a supplied items and the complaint notification was forwarded to the supplier. Investigation was performed by the supplier for marcaine lot # 600453a and revealed no discrepancies that may have contributed to a complaint of this nature. The product met specification prior to release. Possible causes of lack of effect may be administration technique or patient anatomical variations, including pathological or psychological factors.the complaint could not be confirmed.

Event description:
It was reported that a marcaine medication in portex® spinal kits was ineffective for pain block. No patient injury reported.